Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the humidifier holder became loose and the IV pole attached to it fell off. There was no patient involvement. (B)(4).

Manufacturer narrative:
The humidifier bracket bottom screw, which holds the humidifier bracket slide, got loose and was never found by the user. Our field service engineer was to reinstall new humidifier brackets on the ventilators. The received picture show that the reported humidifier bracket bottom screw was missing. This screw shall by design be secured with loctite. This investigation has not been able to establish if this particular device had loctite or not, due to the lack of returned part.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1909mcc0843.